Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2018-01204. Concomitant medical products: unknown, proximal body, unknown. Unknown, regenerex augment, unknown. Unknown, pps augement, unknown. Unknown, seas augement, unknown. The 211266 compr srs anti rot ic seg-30 mm, lot unknown. The 211236 compr srs mod stem, lot unknown. The 211251 compr srs 60 mm dst hml bdy lt, lot unknown. (B)(6). Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by clinical study (B)(6) that a patient underwent left elbow arthroplasty. Subsequently, post-operative pain and the following experiences were reported at the follow up visits via the quickdash questionnaire: 6 month - severely difficult to open jar, severely difficult to do heavy chores, moderately difficult to carry bag, moderately difficult to wash back, moderately difficult to cut, unable to do recreational activities, moderately limited with daily activities; 1 year - unable to open jar, moderately difficult to do heavy chores, moderately difficult to carry bag, moderately difficult to wash back, severely difficult to do recreational activities; 3 year - unable to open jar, unable to do heavy chores, unable to wash back, moderately difficult to cut, unable to do recreational activities and moderately limited in daily activities. No additional information available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Unknown, unknown comprehensive srs flange, unknown. Unknown, unknown discovery humeral condyle kit, unknown. 211236, compr srs mod stem - 8x100mm, 027570. 211251, compr srs 60mm dst hml bdy lt, 457210. Unknown, unknown discovery ulna, unknown.